Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The patient financial services was notified by the customer's daughter that the customer had recently passed away. Attempts were made to contact the family of the customer. However, it was only possible to leave voicemails. A call back request letter was sent. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.